Event description:
It was reported that simultaneous flow was observed in a clearlink secondary medication set during set-up of certain unknown medications requiring the use of a duo vent spike with the set. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.